Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at maximum pacing outputs. It was determined that the lead had dislodged, and the patient underwent a lead revision procedure. This lv lead was successfully explanted and a new lv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.